Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The treating center reported that the patient's incision did not heal around the burr hole site. The skin was open, and the burr hole visible. On (B)(6) 2026 the burr hole cover and lead were removed. The superficial infection was treated with oral keflex and augmentin.